Event description:
The customer reported via phone call that she experienced issues with the serter and sensor insertion. The customer explained that the sensor had broke because she had forgotten that the needle hub was stuck in the serter and was attempting to still insert another sensor. The customer's blood glucose was 180 mg/dl. Through troubleshooting, the customer was advised of proper serter usage. The customer was advised that the sensor would be replaced. The customer further mentioned a hospitalization due to low blood glucose levels. The customer stated that she was in the emergency room for two hours. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-54857.

Manufacturer narrative:
Two opened and used sensor were inspected and one was found with the needle bent inside of the sensor base. The other sensor was found with the needle separated form the sensor base.